Event description:
It was reported to boston scientific corporation on (B)(6), 2013 that a sensation medium oval snare was used in the large intestine during a polypectomy procedure performed on (B)(6) 2013. It was reported that the sensation snare used was successful in removing the first polyp. However, during the removal of a second polyp, the cautery would not cut the polyp. Reportedly there was too much tissue surrounding the snare. They removed the endoscope and the sensation snare and used another sensation snare to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.